Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device remained implanted.

Event description:
Edwards received notification from our affiliate in australia. As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in the aortic position by transfemoral approach. During the procedure, an ectopic beat during deployment caused the valve jump and it was sitting above the annulus on the non-coronary cusp with mild to moderate paravalvular leak (pvl). A 2nd 26mm sapien 3 ultra valve was deployed to seal and mild pvl was also noted. No actions were performed to solve the mild pvl of the second valve. The patient was discharged home.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. Imagery was provided by the site and revealed the following: pre deployment, crimped valve aligned with based of cusp. Deployed thv moved toward aorta during valve deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve malposition was confirmed based on the provided imagery. However, the complaint paravalvular leak was unable to be confirmed based on the provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, an ectopic beat during deployment caused the valve jump and it was sitting above annular on ncc with mild to moderate pvl. A 2nd 26mm sapien 3 ultra transcatheter heart valve was deployed to seal and mild pvl was also noted. No actions were performed to solve the pvl''. In this case, the sudden blood ejection resulted from ectopic beat may have caused the valve to move toward aortic direction during deployment leading to malposition. As such, available information suggests that patient factors (ectopic beat) may have contributed to this complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to a lack of appropriate sealing of the valve to the target site. In this case, the valve was malpositioned (implanted too aortic), which can impact the proper sealing of the valve skirt to the target site (native annulus). As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.